Event description:
The event is reported as: the customer alleges the lubricant applied to the gastric port leaked into the airway tube of the device. The reported defect was detected prior to use however, the device was in the operating room in preparation for a procedure. There was no patient involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.